Event description:
(B)(4). Customer reported verbatim, "this afternoon customer service received a call from a facility in (B)(6) stating that two doctors had patient injury using beaver6400. Cv surgeon cut through an artery. Pediatric surgeon had the tip of the blade break off and had to be retrieved." Bvi became aware of this complaint on (B)(4) 2012. Repeated attempts to contact the customer were made without success. Information is still missing in the complaint report but we are continuing to make attempts to obtain it. A follow-up report will be provided on or about (B)(4) 2012.